Event description:
Reporting the pump shut off while active on a patient around 1200. When asked for details the [redacted] rn described the screen turned completely going black. The nurse stated they had to toggle the switch on the control panel back to the off position before then turning it back to the on position. At this point, the pump came back on and restored previous settings for the patient prior to turning off and resumed pumping. The pump was discontinued from the patient shortly thereafter.